Event description:
A distributor reported that a customer's pump had a cracked or shattered touchscreen, which was unreadable and unresponsive. There was no information provided regarding the customer's blood glucose level. The customer was expected to return the damaged device for evaluation, and a replacement pump with a new serial number was issued.